Event description:
A distributor complaint was reported regarding a malfunction of a device. There was no information provided on the customer's blood glucose levels, so there was no reported impact. No further information provided.